Event description:
It was reported that during an unspecified number of procedures over the last couple of years a prowater guide wire met resistance with the patient anatomy during advancement and retraction with the anatomy/vessel and the tip coils became stretched and sometimes the tip separates. There have been no adverse patient effects due to the device issue. There were slight delays in the procedure due to removal of the stretched guide wires but no clinically significant delay in the procedure. The site cannot provide any additional details as they have no record of any reports on prowater guide wires in the last 5 years. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information, we could not identify whether or not the guide wire breakage occurred. It was presumed that some slight coil stretch occurred with the guide wire due to the severe condition and/or guide wire manipulation; however, this could not be determined due to the detailed information provided. Although the lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The instructions for use warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.(B)(4).